Event description:
It was reported that the patient presented in the operating room for a lead revision due to dislodgement caused by twiddlers syndrome. The lead was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.